Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between a cassette set and a transfer set during initial drain peritoneal dialysis therapy. The patient line disconnected from the transfer set. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.